Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with labels missing on the bottom case. Event history log review was performed and found evidence of reported problem. Visual inspection and flow testing were performed. The customer stated problem was verified during flow test. According to the investigation, the pump size calibration was out of spec which looks to be from use, size pot was over 13 years old. Investigator's recalibrated the size and replaced size pot as a preventative measure and that cleared up the problem. The problem source of the reported problem is normal wear (pump is over 13 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited syringe not in place error. No reported adverse effects.

Manufacturer narrative:
No patient involvement was reported with event. Date unknown was received is a follow up report.